Event description:
On 01/19/1999, medi-pro medical supplies, inc, bioenterics corp's israeli distributor reported to bec that dr reported a serious adverse event that occurred on 01/05/1999. Dr explanted a lap-band (r) adjustable gastric band from a female pt on 01/06/1999. The surgeon reported that the band migrated into the small bowel. A product field notes form was provided to the surgeon by the distributor for the purposes of obtaining event related data. However, the surgeon did not provide the device's catolog number, lot number, or even the date of implant. In addition, there was no pt/medical information describing the set of events that lead to the reported explantation procedures. It was reported that the explanted device will not be returned and there was no indication as to why.